Event description:
The customer reported that the ortho provue analyzer hemolyzed reagent red cells on board the instrument. No erroneous results were reported. The use of hemolyzed reagent red cells may affect the interpretation in detecting antibody-induced hemolysis.

Manufacturer narrative:
No definitive root cause was determined regarding how the reagent cells became hemolyzed. An ocd field engineer went to the customer site and reported that the customer suspected that the waste bottle was not connected correctly. The fe verified the operations of the analyzer and performed repairs to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).